Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that channel 1 and 2 of the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a report of, channels 1 and 2 malfunctions e321. No specific pt information, pump programming, or event details were provided. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted on channels 1 and 2. Though requested, no additional information was provided.